Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a 0.3ml syringe were provided. Consumer reported when removing the shield, the needle with the shied was separated from the barrel. The photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. Due to the batch being unknown, no DHR can be preformed. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(4) experienced hub separation from the device. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.